Manufacturer narrative:
Additional information: it was reported by the customer that the device is currently working fine. The customer performed rpm testing and other functional verifications per the printed factory procedure. Corrected information: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2012. During the procedure, the lights on the device were blinking and flashing and there was insufficient drive of the disposable. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatch 2210968-2012-01700, medwatch 2210968-2012-01701, medwatch 2210968-2012-01702, medwatch 2210968-2012-01703, medwatch 2210968-2012-01704 and medwatch 2210968-2012-01705. The same patient is represented in each medwatch.